Event description:
It was reported that the device was fractured. No more information is available.

Manufacturer narrative:
(B)(4). H3: the complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 : tasp bottom- mechanical (g04) - provisional bottom. Visual examination of the returned product found them to exhibit signs of repeated use and were fractured complaint was confirmed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-03014.

Event description:
No further event information available at the time of this report.